Event description:
On (B)(6) 2009, an aortic valve replacement was performed and a 23 mm trifecta valve was implanted. Due to grade iii aortic insufficiency and grade iii aortic stenosis in the prosthesis, the patient required a valve-in-valve procedure as the patient was a high-risk surgical candidate. On (B)(6) 2016, a 23 mm sapien was implanted. The patient was reported to be in stable condition. ((B)(6) case number: (B)(6)) (study ID (B)(6)).

Manufacturer narrative:
An event of aortic insufficiency and stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, an aortic valve replacement was performed and a 23 mm trifecta valve was implanted. On (B)(6) 2016, medical/surgical intervention to avoid further impairment was performed due to aortic insufficiency (grade iii) and aortic stenosis (grade iii). Re-operation and implantation of a new valve prosthesis was performed on (B)(6) 2016. The patient was reported to be in stable condition. Additional information/clarification has been requested. (Bfarm case number: (B)(4)).